Event description:
Revision surgery - agency reported a device recall explanted which was reported on (B)(6) 2007 as a mislabeling problem. The surgeon had informed the pt of the part recall and the pt informed the surgeon the implant never felt right or comfortable and requested it to be removed. The initial reporter saw the pt x-rays and did not observe any apparent issues relating to the implant or x-rays.